Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer stated that she changed the set, but the insulin pump continued to alarm no delivery. The customer's blood glucose was 350 mg/dl. The customer was advised to disconnect from the device and was assisted with performing a 5.0 unit fixed prime. She stated that the insulin did not exit and that the insulin pump alarmed no delivery. She was advised remove the reservoir, then disconnect and reconnect the tubing and reservoir at the tubing connector. She verified that insulin exited with a manual plunger push. She was advised to rewind the device, reinsert the reservoir and run a manual prime to at least 5.0 units. She reported the insulin exited with a manual prime and was advised that the insulin pump worked as designed. She was advised that the alarm had been caused by an infusion set or reservoir occlusion.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.